Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? Did the device deliver any staples? If yes, were the staples formed properly?

Event description:
It was reported that during a ciurgia bariatric procedure, the device did not clip. Another like device was used to complete the procedure. There were no adverse consequences for the patient.